Event description:
Consumer complaint of about low control results. Performed control test level 1 - 125 mg/dl. Range of control test level 1 is 188-254mg/dl. Performed a control test level 2 - 463, with a range of 377-509mg/dl. Based on parkes error grid analysis, the bias between the average result in range (254) and the control test results obtained (125) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with a defect found. Defective strips had incorrect storage of controls or test strips. The testing was outside of the recommended environmental conditions.

Event description:
Consumer complaint of about low control results. Performed control test level 1 - 125 mg/dl. Range of control test level 1 is 188-254mg/dl. Performed a control test level 2 - 463, with a range of 377-509mg/dl. Based on parkes error grid analysis, the bias between the average result in range (254) and the control test result obtained (125) is located in zone c. No adverse event reported.